Event description:
It was reported that the patient had no stimulation sensation from their implantable neurostimulator (ins) since friday morning ((B)(6) 2014). The patient was able to connect to the ins using the programmer unit which showed that the therapy was on and was able to increase the stimulation but did not feel the stimulation. The patient stated that they have had no falls or trauma recently and last had the ins device checked by their doctor 3 years ago (not following with a doctor currently). The patient met with the manufacturer¿s representative where it was determined that high impedances were seen on electrodes #0, 5, 6, 7 and #8-15. The patient experienced less than 50% therapy relief as a result of the event issue. The patient was reprogrammed with the result that they got good coverage. It was also noted that since the ins was implanted in (B)(6) 2006 it was nearing normal end-of-life (eol) although it had not yet reached the elective replacement indicator (eri) or the end-of-service (eos) status at the time of report. It was recommended that when the ins reaches the replacement status that the lead components be replaced at the same time. It was also noted that the current ins was used in the continuous mode. Follow up information received from the patient on (B)(6) 2014 reported that they still had concerns with their device therapy but was working with their physician and manufacturer¿s representative. No appointments had been scheduled but it was believed that they had started the prior authorization process for replacement. No other details or an outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).